Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, the endoscopic image disappeared. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon which was that the endoscopic image disappeared. There were no abnormalities inside the video connector and the imaging cable of the subject device. However, there were cracks of the adhesive of the charge coupled device (ccd) at the distal end of the subject device. And omsc confirmed that the endoscopic image disappeared when a load was applied to the adhesive. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guesses that the endoscopic image disappeared because of the cracks of the adhesive of ccd at the distal end of the subject device. If additional information becomes available, this report will be supplemented.